Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues charging their implant for months. Patient stated that their controller was working and that the controller was charged, but that they couldn't connect the controller to their implant to charge. Patient then stated that they hadn't charged their implant in quite a while and that they saw no device found on the controller screen when trying to charge their implant; patient confirmed that the last time they successfully recharged their implant was months ago. Patient commented that they couldn't get the implant to turn off. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Patient attempted an implant charge session and came across no device found. Agent walked patient through passive recharger mode (prm) and patient confirmed their numbers left to right was 95, 96, 96. After a few moment's, the patient was able to bypa ss prm and confirmed they were recharging excellent and their controller was 80% and the implant was in the red. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with the patient that their equipment was working as intended and advised to charge the implant. Agent also reviewed MRI safe mode. The patient mentioned unrelated medical history. This included patient mentioned that they had back surgery on this upcoming monday and needed to turn their stimulation off for the surgery. Patient also mentioned that when they went for a stress test, they were unable to perform the test as the patient was unable to confirm if stimulation was off on the controller.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.